Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died 11 days post device system implant. Follow up revealed the implant was successful, but difficult, complex, and no complications. During the night after the implant, the patient went into vt and fibrillation, was successfully shocked by the device, and in sinus rhythm when seen by physician. But patient's condition deteriorated with reported cardiogenic shock (resolved), respiratory failure, bronchospasm, and hypoxia with ejection fraction of 30 - 35%. Decision made for comfort measures only and the patient did expire. The discharge summary notes patient's admitting diagnosis as acute renal failure with secondary diagnosis of acute respiratory failure; pneumonia; sepsis; uti; paroxysmal vt. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Asku